Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer¿s blood glucose level. Although the pump eventually began to charge, technical support decided to send a replacement tandem charging cable and wall adapter and advised the customer to monitor the pump and leave it charging for an additional 30 minutes.